Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
It was reported that the patient's left l1 lead had high impedances. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced, and fractures were visually observed. Effective therapy was established post-operatively.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and all the internal lead wires broken.